Event description:
Overdelivery reported. Received voluntary customer medwatch which states: "77 y/o on intravenous heparin administered via pump. Received overdose of heparin. Entire IV bag infused within two hours. Nurse claims pump set on correct dose. Pump taken out of service immediately. A ptt was within normal limits." Additional info received from conversation with the customer indicated that the pt was in bilateral wrist restraints. The pump beeped intermittentantly and so one restraint was removed. Lab work drawn after the event showed the ptt to be within normal limits. No adverse outcome reported, and pt discharged to skilled nursing facility on 8/3/99.